Event description:
Reportedly, the surgeon indicated that during a low anterior resection procdure, the stapler stapled but the circular knife blade did not advance. He indicated that green was showing in the indicator window. Was able to apply another stapler, redo the anastomosis and complete the operation.